Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis patient reported to fresenius customer service that they had a leak in their cassette, solution bag, and/or cycler. Upon follow up, the patient confirmed they had a leak on the night of the reported event. The leak was discovered in fill 1 of treatment. They could not determine where the leak was coming from. There was no liquid inside the cassette door. There were no alarms prior to the leak. Fluid was seen on the floor. The cause of the leak is unknown. The patient was connected during the incident. The amount of fluid that leaked was approximately 1 cup. The patient was not able to complete treatment on the night of the reported event but resumed treatment the next evening without issue. The sample was discarded, and therefore is not available for manufacturer evaluation. The patient could not determine the lot number of the cycler set as their supplies are mixed. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event.